Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a burning smell was detected coming from the scope connection the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be debris on the distal tip burned. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that a burning smell was detected coming from the scope connection. Although there was patient involvement, there was no adverse consequence.